Event description:
It was reported that the patient was feeling the stimulation in the wrong location, down the right thigh and partially down the leg. Acute pain was experienced in the groin and buttocks. Reprogramming had been unsuccessful in the proper placement of stimulation. It was also noted that the stimulation comes on automatically when it should be turned off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but had not sought further help.

Manufacturer narrative:
Programmer model 37743, (B)(4), recharger model 37752, (B)(4), lead model 3777-60, (B)(4), implanted: 2009-(B)(6) explanted: unknown, lead model 3777-60, (B)(4), implanted: 2009-(B)(6) explanted: unknown.